Manufacturer narrative:
(B)(4). The device history review for the product durahook 1/4 hook 10 pkg/bx 6 hks/pkg, lot #73k1500279 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The elastic bands are breaking when applied.the patient's condition was reported as unknown.